Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2003 for permanent birth control. Sometime after the procedure plaintiff began to experience debilitating pelvic and abdominal pain, substantial hair loss, and intractable heavy bleeding. The symptoms were so severe, her healthcare providers performed an ablation procedure in or around 2009 in an effort to alleviate the symptoms. There was no indication to plaintiff that the symptoms were related to the essure device inside her body. Despite the ablation procedure and additional conservative treatment of her symptoms, the problems persisted. In around (B)(6) 2016, she sought additional treatment for the ongoing painful symptoms and to look for answers as to what was happening with her body. Upon information and belief, it was determined that one of the essure coils had migrated and was in her cervix. On or about (B)(6) 2016, plaintiff was forced to undergo a removal surgery to remove the essure coils. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pain and intractable heavy bleeding (interpreted as genital bleeding). An ablation procedure was performed. It was also reported that one of the essure coils was in her cervix. A surgery was performed in order to remove essure coils. The reported events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up 17-oct-2016: quality-safety evaluation of ptc ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pain and intractable heavy bleeding (interpreted as genital bleeding). An ablation procedure was performed. It was also reported that one of the essure coils was in her cervix. A surgery was performed in order to remove essure coils. The reported events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("one of the coils migrated and was in her cervix/migration of essure device location of device: cervix and uterus"), pelvic pain ("debilitating pelvic pain"), genital haemorrhage ("intractable heavy bleeding / abnormal bleeding (general)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), breast cancer ("breast cancer") and constipation ("gastrointestinal or digestive system condition type: chronic constipation") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done." The patient's concurrent conditions included body mass index normal. Concomitant products included bethanechol chloride since 2016, bupropion (wellbutrin) from 2011 to 2016, clonazepam from 2011 to 2016, ondansetron hydrochloride since 2016 and topiramate (topamax) from 2011 to 2016. In 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), breast cancer (seriousness criterion medically significant), constipation (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), alopecia ("substantial hair loss"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysteroscopy with removal of essure coils), surgery (hysteroscopy with removal of essure coils), surgery (hysteroscopy with removal of essure coils), surgery (ablation in 2009), surgery (ablation in 2009) and surgery (ablation in 2009). Essure (ess205) was removed on 6-may-2016. At the time of the report, the device breakage, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, breast cancer, constipation, abdominal pain, alopecia, female sexual dysfunction, fatigue, urinary tract infection, vaginal infection, weight increased, migraine, headache and vulvovaginal pain outcome was unknown and the pelvic pain, bladder disorder, urinary tract disorder and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, breast cancer, constipation, device breakage, device expulsion, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Current weight 180 lbs. Approximate weight at the time of essure placement 160 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event abnormal vaginal bleeding, menorrhagia, apareunia, bladder problems, device breakage, urinary problems, dyspareunia, fatigue, gastrointestinal or digestive system condition type: chronic constipation, urinary tract infection, vaginal infection, breast cancer, weight gain, migraines, headaches, vaginal pain, essure confirmation test not done added,concurrent condition,concomitant medication, events outcome added, reporter added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("one of the coils migrated and was in her cervix/migration of essure device location of device: cervix and uterus"), pelvic pain ("debilitating pelvic pain"), genital haemorrhage ("intractable heavy bleeding / abnormal bleeding (general)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), breast cancer ("breast cancer") and constipation ("gastrointestinal or digestive system condition type: chronic constipation") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Medical conditions: no pelvic fluid. Left ovarian follicle or cyst measuring 1.6 cm. Concurrent conditions included body mass index normal, endometrial ablation, bladder pain, abdominal pain, endometrial ablation, bladder pain, human papilloma virus infection, carcinoma in situ of breast ductal and meningitis. Concomitant products included bethanechol chloride since 2016, bupropion (wellbutrin) from 2011 to 2016, clonazepam from 2011 to 2016, ondansetron hydrochloride since 2016, sodium picosulfate (dulcolax picosulfat), tamoxifen and topiramate (topamax) from 2011 to 2016. In 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), breast cancer (seriousness criterion medically significant), constipation (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), alopecia ("substantial hair loss"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysteroscopy with removal of essure coils), surgery (hysteroscopy with removal of essure coils), surgery (hysteroscopy with removal of essure coils), surgery (ablation in 2009), surgery (ablation in 2009) and surgery (ablation in 2009). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, breast cancer, constipation, abdominal pain, alopecia, female sexual dysfunction, fatigue, urinary tract infection, vaginal infection, weight increased, migraine, headache and vulvovaginal pain outcome was unknown and the pelvic pain, bladder disorder, urinary tract disorder and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, breast cancer, constipation, device breakage, device expulsion, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Current weight 180 lbs. Approximate weight at the time of essure placement 160 lbs findings: the uterus measures 9.2 x 4.9 x 5.3 cm. There is a fallopian tube occlusion device extending to the uterus into the fallopian tubes. The endometrium within the fundal region and distal body was mildly irregular. Impression: fallopian tube occlusion device is again noted. This was present on the prior examination. Dominant follicle within the right ovary. The left ovary was not well visualized. Concerning the injuries reported in this case, the following ones vaginal haemorrhage,breast cancer, pelvic pain ,constipation, were confirmed in patient medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.